Event description:
It was reported that this implantable pacemaker's battery recently declared the elective replacement indicator (eri) much faster than expected. Boston scientific technical services was contacted for review, and it was determined that the battery was depleting prematurely. Device replacement or repeat data analysis was recommended. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.